Event description:
An aus device was implanted on 6/12/91. The balloon and pump were revised on 11/4/92. The balloon and pump were removed from the pt and replaced on 6/23/97 due to an unknown medium inside system-white fluid like milk.